Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the wrist and the tips of a fenestrated bipolar forceps instrument broke off from the shaft of the instrument. The customer could not remove from the cannula without causing further damage. The procedure was completed as planned with no reported injury. On 29-mar-2022, intuitive surgical, inc. (Isi) contacted the robotics supervisor and obtained the following information. She spoke to the circulating nurse and stated no fragments fell into the patient. The instrument was having an issue when they were trying to remove it from the cannula. It acted like the edge of the instrument was catching at the end of the cannula. They tried to pull the instrument from the cannula, but could not so they removed the instrument and cannula together at the same time. They did not need to enlarge the port incisions to remove the cannula and the instrument at the same time from the patient and there was no injury to the patient. There have been no reports of any post-surgical complications related to the issue. The instrument was inspected prior to use and there was nothing out of the ordinary in appearances. The instrument did not collide with any other instruments inside the patient, but maybe the damage was caused when they tried to pull the instrument out of the cannula. The instrument, cannula, and the cannula seal was all sent in together because they could not separate the components.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken main tube at the distal end. Material approximately 0.23" x 0.15" appeared to be missing and not returned by the customer. The wrist assembly is no longer straight due to the damage. The root cause is attributed to mishandling/misuse. An additional observation not reported by the customer was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.19" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. The root cause is attributed to mishandling/misuse. Also, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. Root cause is attributed to a component failure. No functional test for energy activation could be performed due to the wire breakage. A review of the instrument log of the fenestrated bipolar forceps (part # 471205-17; / lot # k10211213-0251) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the 4th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A review of the procedure log confirmed that this sigmoid colectomy surgical procedure was performed on (B)(6) 2022 with system (B)(4). Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.